Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, the right ventricular lead showed increased threshold and decreased sensing and impedance. The patient was hospitalized and fluoroscopy and echo was performed. The patient was enrolled in merlin@home for monitoring and was stable.